Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that there was no collagen inside the angio-seal device. Additional information was received 20december2019: the type of procedure being performed was a corona angiography with a 6fr procedural sheath. Hemostasis was achieved by using another angio-seal, which worked. A pre-deployment angiogram was performed. Estimated blood loss was not greater than 250cc. The patient was stable. Right femoral artery puncture. The patient was hospitalized due to the event. No patient consequences. Additional information was received 02january2019: there was no anchor or collagen, it looked like the system was empty and crushed. There was no collagen to be discovered.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to report that this report is a duplicate report. MDR 3013394970-2019-01118 for the report event.